Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing presyncopal symptoms presented in clinic via merlin.net transmission. Upon interrogation, the right atrial lead exhibited noise. There were no other electrical anomalies. No intervention was performed. The patient would continue to be monitored.